Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: zhu feng. Et al.,(2022), orthopilot navigates the inner open wedge tibial upper section, china orthopaedic surgery journal, orthopedic journal of china vol.30 no.21 (china). This retrospective analysis aims to describes the surgical technique and preliminary clinical effects of the medial opening wedge high tibial osteotomy (mowhto) under autopilot navigation. From august 2018 to february 2021, 34 patients (44 knees), 12 men (16 knees) and 22 women (28 knees), aged 26 to 77 years. Mean (57.97 -+ 10.97) age, 18 knee left and 26 knee right. Tomofix plate was used to fix the osteotomy. All patient were followed for a period of 5 to 34 months, with a mean (22.32 -+ 7.88) of follow up. The following complications were reported as follows: 4 knee (9.09%) had a page-hinge fracture during surgery, of which type 1 3 knee, type 2 I knee. 9 patients (26.47%) had deep-vein thrombosis in the lower legs, which was treated with low-molecular-weight heparin anticoagulation. One case (2.94%) had wound infection 10 months after surgery, was given vancomycin-antiinfection, internal immobilisation, and infection control after clean-invasive brushing. 1 patient who was dissatisfied having reoperation because of infection and the other having undergone arthroscopy with internal fixation for pain after the procedure. This report is for an unknown synthes tomofix plate. This is report 1 of 1 for complaint (B)(4). A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - constructs: tomofix plate/screws lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.